Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for the past year for diabetes. Customer has been off insulin pump therapy for a full year. It was also found the customer was fragile and had uncontrolled blood glucose. The customer has reverted back to manual injections since being hospitalized. Customer's blood glucose was unknown. No additional information provided.